Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypoglycemia, dysmenorrhea, depression and abdominal pain. In 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced tooth disorder ("dental issues"), mood swings ("mood swings"), abdominal distension ("bloating"), dyspareunia ("painful sex/dyspareunia (painful sexual intercourse)"), libido decreased ("hormonal changes describe: decreased libido"), allergy to metals ("nickel allergy") with hypersensitivity, anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition:depression"), sleep disorder ("sleep disturbances"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, libido decreased, fatigue and alopecia had resolved and the tooth disorder, abdominal distension, dyspareunia, nausea, allergy to metals, anxiety, depression and sleep disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, depression, dyspareunia, fatigue, libido decreased, mood swings, nausea, pelvic pain, sleep disorder and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, decreased libido, dyspareunia, sleep disturbance, nausea, fatigue, nickel allergy, anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs + mr received- new events added: hormonal changes describe: decreased libido, mood swings, nickel allergy, psychological or psychiatric problems condition: anxiety, depression, sleep disturbances, fatigue, hair loss were added. Outcomes of events pain, hair loss, fatigue, hormone changes from unknown to recovered/resolved.product information was updated. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), mood swings ("mood swings"), abdominal distension ("bloating") and dyspareunia ("painful sex"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, tooth disorder, mood swings, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, dyspareunia, hypersensitivity, mood swings, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.